Event description:
The complainant reported the patient was on impella cp support and there was decreased perfusion the right leg and the patient had hemolysis. The pump was explanted and the patient was escalated to an impella 5.5. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the limb ischemia and the hemolysis has been completed. The impella nor the data logs were returned for review. The root cause of hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review. Without additional clinical details, the root cause of the limb ischemia could not be determined.